Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 478 mg/dl. Customer mentioned the meter indicated blood glucose of over 300 mg/dl. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error as should be considered a duplicate submission. (B)(4).